Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper back and along the waistline (flanks) on (B)(6) 2012 using a 6.3 coolcore applicator who developed paradoxical hyperplasia (pah/ph) 3 months post-treatment. The patient was treated again in (B)(6) 2013 on an unspecified location with an unspecified applicator. The patient was diagnosed with pah in the upper back on (B)(6) 2013. The tissue was described as slightly tender larger bulges. The patient was retreated on (B)(6) 2013 to the upper back using a 6.3 coolcore applicator against recommendation; results of the retreatment were not provided.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper back and along the waistline (flanks) on (B)(6) 2012 using a 6.3 coolcore applicator who developed paradoxical hyperplasia (pah/ph) 3 months post-treatment. The patient was treated again in (B)(6) 2013 on an unspecified location with an unspecified applicator. The patient was diagnosed with pah in the upper back on 12-apr-2013. The tissue was described as slightly tender larger bulges. The patient was retreated on (B)(6) 2013 to the upper back using a 6.3 coolcore applicator against recommendation; results of the retreatment were not provided.